Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(6) edwards affiliate, post implant of a sapien 3 valve in the aortic position, the patient suffered an annular pseudoaneurysm which caused a ¿coronary problem¿. The patient expired.

Manufacturer narrative:
Investigation revealed that two mdrs were submitted for this complaint. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted. Ref. Mfg report number 2015691-2017-00242.